Event description:
It was reported that the patient was unable to turn her implantable neurostimulator (ins) on or off and there was an error displayed on the programmer. The patient also experienced sight disorders, pain, and problems walking. There also appeared to be a short circuit between leads. Additional information was requested but was not available at this time.

Event description:
Additional information received reported that the physician did not suspect any system problem. The physician changed the parameters and the patient was doing fine after that.

Event description:
Follow up information was received that reported the surgeon did not use the manufacturer recommended lead anchors and instead used bone cement and miniplates with screws to secure the leads. It was also reported that the patient did not undergo a revision because the patient had "other problems" which the doctor wished to address first. The patient was going to be reprogrammed by the neurologist. Also, the error message initially reported was not an error message; it was the programmer symbol that indicates that the implantable neurostimulator (ins) is off. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Programmer model: 37642, serial # unk.